Event description:
Boston scientific received information that this right ventricular lead was found to be dislodged. The lead was explanted and is no longer in service. No adverse patient effects reported. The event and explant dates provided do not make sense so they were left off of this report.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.